Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the physician attempted to ligate the varicose veins; however, the bands would not deploy from the ligator cap. The device was then removed from the patient, and it was found that the bands were not deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a video during the procedure with the complaint device outside the patient was provided by the customer and showed that when they attempted to deploy the bands b rotating the handle, the bands did not deploy. The bands were moved and overlapped within the ligator cap.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had six bands still attached, overlapped, and one band was broken. The ligator housing teeth were damaged. Additionally, the handle did not have evidence that the trip wire was secured, and it wasn't pulled up to take up rest of slack. Per media analysis on the provided video, it showed that the bands would not deploy despite the handle actuations. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing still had six bands still attached and overlapped, one band was broken, the ligator housing teeth were damaged, and the handle did not have evidence that the trip wire was secured, and it wasn't pulled up to take up rest of slack. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and eventually damaging the bands. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, it was noted that the trip wire was not pulled up to take up rest of slack, and the IFU states "take up slack by pulling proximal end of trip wire on handle unit." This condition could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands, possibly due to these conditions the bands overlapped. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the physician attempted to ligate the varicose veins; however, the bands would not deploy from the ligator cap. The device was then removed from the patient, and it was found that the bands were not deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a video during the procedure with the complaint device outside the patient was provided by the customer and showed that when they attempted to deploy the bands b rotating the handle, the bands did not deploy. The bands were moved and overlapped within the ligator cap.